Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of the health professional left side rupture and biocell exchange. The device has been explanted.

Event description:
Company representative reported on behalf of the health professional left side rupture and biocell exchange. The device has been explanted.